Event description:
During an omni surgery, the catheter severed and broke off while performing the trabeculotomy procedure. The broken part of the catheter was retrieved using forceps.

Manufacturer narrative:
The returned device was evaluated and was determined that there is no evidence that the device design or manufacturing process was the cause of the incident based on a review of the lot history and relevant components of the returned device. A video of the actual procedure was not available and therefore a definitive root cause could not be determined; however, the probable root cause for this incident is likely due to a surgical technique or use error based on: 1) analysis of the returned device which was found to meet specification, and 2) based on review of past similar complaints reported by other physicians, where videos of the procedure was provided, it was evident that there was no sign of a device defect and that the severing of the microcatheter was due to use error where the microcatheter was manipulated in a way that caused bending and interaction with cannula tip. The IFU provides cautionary statements related to possible kinking or damaging (e.g., severing) of microcatheter should the steps not be correctly performed. Therefore, it is concluded that the probable root cause for this event is likely due to a surgical technique or use error.